Event description:
The doctor reported separating a file in the pt's tooth. The doctor elected to fill around the file to complete the procedure. There was no report of injury to the pt and a follow up appointment has been scheduled for february.